Event description:
A customer's mother reported on (B)(6), 2010 at 5:25pm they received a reading of 109 mg/dl that was lower than the customer felt. The caller further reported the customer experienced weakness and "wobbly legs" and self-treated by eating food to alleviate the symptoms. There was no report of death, serious injury or permanent impairment associated with this medical event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degree celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. A follow-up report will be submitted once additional information is obtained. Customers will be notified through a remedial action adc fa1197-2010.